Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
.

Event description:
Customer states he received a motor error alarm during basal delivery. Customer's blood glucose was 308 mg/dl. After troubleshooting, customer was advised that pump would need to be replaced and to revert to backup plan per health care provider. No further information was provided.